Manufacturer narrative:
Per the tandem user guide: ¿change your cartridge every 48¿72 hours as recommended by your healthcare provider.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level of "high" on continuous glucose monitor. Bg cause was unknown. Bg was addressed with a manual dose injection. A system check was performed, and it was found that the customer was using cartridges longer than recommended labeling. Customer was education on timeline for cartridges usage. Recommendation was made to consult with a healthcare provider regarding diabetes management.